Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an unspecified alarm. The customer¿s blood glucose was 131(mg/dl). No additional information regarding the alarm was provided by the customer.